Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received with loose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 450 mg/dl. Customer was getting chemo therapy and steroids. Customer also reported damage to the drive support cap. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The device will be returned for analysis.